Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, screen was scratched and difficult to read, buttons were very hard to press, shut down without warning. The customer's blood glucose value was unknown. The customer stated that the insulin pump screen had replace the batteries less than 7 days, backlight did not always function, hairline fractures on that battery side of the casing, chunk missing out of the battery side of the casing, had to rewind multiple times to get piston rewind, grind noise during rewind. The insulin pump will not be returned for analysis.